Event description:
It was reported that during a da vinci si inguinal hernia repair procedure a wire broke on a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damage on the surface. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Received (B)(4) from the FDA in which the customer reported (B)(6) 2013 as the event date.